Event description:
It was reported that the user attempted to connect a new sensor and pair a freestyle libre 3+ with the ilet app, but the sensor had been started in the libre app and therefore could not be used with ilet, leading the user to shut down the pump and continue multiple daily injections until replacement sensor could be obtained; the event was categorized as a sensor with interoperability issues due to user procedure error. User experienced blood glucose peak of 527 mg/dl with no adverse clinical symptoms reported. Outcomes included no health consequences or impact and no alerts or alarms. User support included communication and analysis of the information provided. Investigation of this case revealed an interoperability problem due to the sensor being started on a non-ilet application, with no applicable device component implicated. It was concluded, based on previously established findings for similar reports, that the cause was user error and an improper procedure resulting in an identified interoperability problem.

Manufacturer narrative:
This supplemental report is being submitted to correct the previously submitted annex e clinical symptom coding.